Manufacturer narrative:
The meter was received for investigation. The meter could not be turned on. The meter was examined visually. The battery contacts and the circuit board were contaminated by liquid (leaked battery). This affects the battery contacts on the circuit board and caused the alleged issue. The investigation determined the root cause was contamination of the contacts due to improper handling or maintenance.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. The customer alleged they had not used the meter since (B)(6) and now it is "not working." The meter was powered on and the customer saw horizontal and vertical lines. Upon completion of a display check, the 3 "888"s in the results field appeared as 3 "rrr"s. The customer replaced the batteries. The customer saw 3 hyphens "---" when turning the meter on. When the customer pressed the "set" button, the customer saw two "1"s in the top right of the display.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The customer stated the heater plate was clean, the battery compartment was clean and dry and the meter had not been dropped or scratched. The meter was requested for investigation.